Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cables would not capture when connected to the leads and to an external pulse generator (epg). The physician then opted to connect the leads to an implantable pulse generator (ipg) that was taped externally to the patient's neck until a device could be implanted. The cables are expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the cable would not capture. The cable passed incoming visual inspection with no anomalies found. The cable passed all continuity tests. There were no intermittent or shorted connections found. If information is provided in the future, a supplemental report will be issued.

Event description:
The cables were returned for analysis.